Manufacturer narrative:
The head was made at the following location. (B)(4): conclusion - user handling - extreme wear on brush head which indicates exceeding brush head life.

Event description:
Consumer reported that the head of the spinbrush proclean toothbrush broke apart during use. This regarded as a malfunction. The incident case caused the consumer to chip a tooth and was reported as 2280705-2009-00009. Note: this report is a result of a teleconference between church and dwight co., inc. And the (B)(4) on (B)(6), 2011, where clarification was provided on "reportable malfunctions". This entailed reviewing consumer complaint files from january 2009 to november 2011 to identify and submit all meeting these criteria.